Event description:
It was reported that on more than one occasion during an interventional procedure in a heavily calcified coronary artery lesion, the stent did not stay fully expanded after deployment, had poor apposition, and there was vessel recoil. A post-dilatation balloon was fully inflated but after balloon removal, the stent still did not stay fully open. Therefore, a second stent was implanted inside and overlapping the first stent. After the second stent was implanted slight recoil remained but the vessel lumen was adequate and no further treatment was done. There was no adverse patient sequela. The physician expressed a concern for future research and development of a stent design with stronger radial strength for use in heavily calcified lesions. Though requested no additional information was provided.

Event description:
A customer contacted baxter?s global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice (hc) s/e 2240 dwell 4/4. The technical service representative (tsr) explained the alarm and had the homepatient (hp) cycle the power off and on. The hp stated a supply bag fell off the table and disconnected. Proper procedures were reviewed and the tsr advised to discard all supplies and to report alarms to pd nurse next morning. On (B)(6) 2010, product surveillance followed up with the hp and he stated that he did not know how the bag became disconnected. He said that when he woke up, it was on the floor. The hp confirmed the supplies were discarded and he does not recall the lot number. The patient stated that he feels well and continues with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4/4 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is air being sucked into the disposable after the supply bag fell and disconnected. Hp stated a supply bag fell off the table and disconnected and he did not know how the bag became disconnected. He said that when he woke up, it was on the floor. The batch review was not performed because the lot number is unknown. A label review is adequate labeling for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).